Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
The 510k# provided in the initial medwatch report was incorrect. The correct 510k# is k052601. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that that the heater-cooler was displaying an error during set up. There was no patient involvement. Nothing was returned for investigation. The unit was evaluated by the hospital biomedical engineer and the reported error could be solved by re-calibration of the temperature sensors. The customer has not reported any further issues with this unit. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends relating to this type of issue. Evaluation performed by user facility.

Event description:
Sorin group received a report that the heater-cooler was displaying an error during set-up. There was no patient involvement.